Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
The pharmacist for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient¿s hemodialysis (hd) treatment. The reported issue occurred approximately one minute after treatment initiation. A blood leak alarm was received on the machine (manufacturer unknown). Blood was visually observed in the dialysate connector. There was no reported defect or damage noted on the dialyzer. The patient¿s estimated blood loss (ebl) is approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment continued successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.

Manufacturer narrative:
Plant investigation: the sample was not available to be returned to the manufacturer for physical evaluation. Additionally, analysis of the retained samples was not performed, due to the small number of samples available and the high unlikelihood of failure detection from 100% batch testing. A review of the batch records was completed. The review revealed that (B)(4) units originated from this lot that were inspected according to protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review. Although the lots are 100% tested for leaks (via bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases.

Event description:
The pharmacist for a user facility reported to fresenius that a dialyzer blood leak occurred during the patient's hemodialysis (hd) treatment. The reported issue occurred approximately one minute after treatment initiation. A blood leak alarm was received on the machine (manufacturer unknown). Blood was visually observed in the dialysate connector. There was no reported defect or damage noted on the dialyzer. The patient's estimated blood loss (ebl) is approximately 200 ml. There was no patient injury or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment continued successfully with new supplies. The complaint device was reported to be available to be returned to the manufacturer for evaluation.